Event description:
Adverse event(s): "no pt harm/injury." (No consequences or impact to pt). Product problem(s): "cassette leaking." (Fluid leak). The customer reported the cassette presented leakage. Event occurred before procedure. Pt involvement. No harm. Procedure completed same day, with another cassette. Add'l info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).